Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the ventilator by the field service engineer, the customer's complaint was confirmed. The device was recalibrated to address the issue.